Event description:
Initial info was rec'd on (B)(6) 2012 from a consumer. This (B)(6) female consumer used colgate max white one sonic energy/power toothbrush and developed stabbing, throbbing tooth pain after she chipped her teeth. She began using the toothbrush daily on (B)(6) 2012. On (B)(6) 2012, she chipped the middle out of the top right third tooth. She continued to use the toothbrush after she chipped the initial tooth. On (B)(6) 2012, she chipped the middle out of a tooth on her bottom back left side. The associated pain lasted a week and then subsided. The consumer did not see a dentist for the events. On (B)(6) 2012, the consumer discontinued use of the toothbrush. At the time of this report, the consumer had not recovered. This case has been assessed as follows: chipped tooth (tooth injury) - unexpected, and the pt was stabbing and throbbing (toothache) - unexpected. This assessment is based on initial info rec'd on (B)(6) 2012 and is due to the nature and combination of adverse events presented throughout the case.

Manufacturer narrative:
Mah comment: the case reports insufficient info with regards to the pt's past medical history, concurrent illnesses, concomitant medication, based on a temporal relation of the events with the use of the product, the potential for the products events causal association seems possible. (B)(4).